Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title long-term outcomes for patients with severe symptomatic aortic stenosis treated with transcatheter aortic valve implantation citation: american journal of cardiology (2015) 116(9):1391-8 (doi 10.1016/j.amjcard.2015.08.004) authors: pablo codner, md et al. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding long-term outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between november 2008 and march 2015. The study population included 360 patients (predominantly female; mean age 82.1 ± 6.9 years), 256 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: coronary obstruction, myocardial infarction (mi), bleeding, vascular complications, stenosis, left bundle branch block (lbbb), permanent pacemaker implant, conversion to surgical procedure, moderate to severe paravalvular leak (pvl), ventricular perforation with cardiac tamponade, valve-in-valve implant, and re-positioning with snare. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.